Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased creatinine result on an alinity c processing module, serial number ac05813. Through an extensive investigation, the fsr found the alinity cuvette dry tip, list number 04s52-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely deceased alinity c creatinine result for a 57-year-old female patient. The following data was provided (customer¿s normal range is 50.4-98.1 umol/l): sample ID (B)(6) initial result was 76.7, repeat result was 180.9 umol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely deceased alinity c creatinine result for a 57-year-old female patient. The following data was provided (customer¿s normal range is 50.4-98.1 umol/l): sample ID (B)(6) initial result was 76.7, repeat result was 180.9 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.